Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set had air in the line. This was discovered below the filter after priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.